Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a pocket revision wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent pocket revision due to discomfort at the pocket site because of the ipg¿s position. The patient was doing well following the procedure